Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: during use, it was endoscopically confirmed some thread-like material was sticking out of the distal end of shaft. New device was opened to complete procedure. No bleeding. No tissue damage. No add¿l tissue loss. Nothing fell into cavity. No pt harm. Operating room time not extended.

Manufacturer narrative:
(B)(4).